Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. This iabp unit has been used at this facility since (B)(6) 2009 and the repair cost is expected to be expensive. This unit may be replaced with a new iabp unit (cardiosave) instead of repaired. The customer has not decided at this time whether to repair or replace the iabp. It was later reported that the iabp unit was returned the customer without repair and not used anymore at this facility since a new iabp unit (cardiosave) was purchased. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a blood back issue. There was no patient harm reported. Related to balloon complaint tw (B)(4).